Manufacturer narrative:
(B)(4). Batch # p93p08. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled and it was found that there was a broken internal component. This rendered the clamp arm nonfunctional. In addition the closure indicator was broken and not making contact with the moving trigger, resulting in no audible feedback sound. The broken closure indicator does not affect the device functionality. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the handle became not to function. The jaws became not to open and close properly though the handle was grasped and released. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.